Event description:
The patient called alleging that the meter does not power on. The patient contacted a medical professional for advice and there is no information on whether he received any treatment. The patient did not experience any symptoms at the time of testing. The batteries were replaced less than a year ago and the battery contacts were in good condition. The patient was using the correct test strips for the meter. The meter is not a new product (out of box). The patient also mentioned that the display was cloudy. Customer service was unable to resolve the issue and sent the patient a new meter. Based on the information provided, this case is being reported as a malfunction, since the power issue was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.